Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Customer followed guidance to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. However, customer was unable to reload the original cartridge and resume insulin therapy as there was no more insulin available. Customer will rely on multiple daily injections (mdi) for insulin delivery, and further follow-up with the customer was planned by technical support.